Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and no sensing. It was also reported that the right atrial (ra) lead exhibited undersensing. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.